Event description:
Consumer reported when injecting with 8mm pen needles and not pinching up skin, feels the insulin leaks out of site when injecting more than 20 units of lantus. He can smell the insulin. Lot # unknown . Catalog# 320109. Date of event unknown - few months ago. Sample status discard.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.